Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16968, 2938836-2019-16969. It was reported that the patient's packet did not heal after the implant procedure, leading to infection. The pocket was found to be ulcerated with fever. The pacer system was explanted. The patient was stable.